Manufacturer narrative:
(B)(4).

Event description:
It is reported that the white port broke off completely from the line. No patient injury reported.

Event description:
It is reported that the white port broke off completely from the line. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC for evaluation. The proximal luer hub was not returned and the catheter body was trimmed. Microscopic examination of the proximal extension line revealed it was slightly discolored and flared at the point of separation. The edge was smooth, indicating a clean separation. Visual examination of the proximal luer hub could not be performed as it was not returned. The returned catheter body was trimmed to 270 mm, indicating that at least 12.12" were cut and not returned per product drawing. The length of the proximal extension line measured to be 2.60" which is longer than the specification of 2.07"-2.13" per catheter product drawing; this indicates that a portion of the extension line was removed from within the luer hub. The inner and outer diameter of the extension line were measured and were found to be within specification. Dimensional inspection of the proximal luer hub could not be performed as it was not returned. A manual tug test confirmed the distal extension line was properly secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of extension line/luer hub separation was confirmed by complaint investigation. The extension line body was discolored and slightly flared at the point of separation. The body was also out of length specifications, indicating that some of the extension line was pulled from the luer hub. A device history record review was performed with no relevant findings. Because the luer hub was not returned for evaluation, the probable root cause could not be determined based on the sample received. Teleflex will continue to monitor and trend for complaints of this nature.